Event description:
Only two (2) of the five (5) cables were fractured. No allegations were made against the remaining cables.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 64282338, qty: 3; 00223200518 cable greater trochanteric reattachment device for distal end plate of long gtr device 1.8 mm dia. 635 mm (25 in.) Length 64355066. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02475, 0001822565 - 2019 - 02476, 0001822565 - 2019 - 02477. Device discarded.

Event description:
It was reported that during a hip revision arthroplasty, the cables broke while fixing the greater trochanter region. A delay of forty minutes was noted during the surgery. No additional information is available.